Event description:
It was reported to boston scientific corporation that during preparation for a pelvic floor repair procedure using a capio open access suture capturing device, the capio cage failed to release the needle after the latter was successfully caught inside the capio cage. There were reportedly no pieces of tissue stuck inside the capio device that could have caused this event as this occurred before the first throw of the suture through the patient's tissue. The procedure was completed with this device without any complications to the patient, who is reportedly "stable" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that the suture used with the capio device was a size 0 suture (manufacturer unknown).

Manufacturer narrative:
The manufacturer name was corrected from boston scientific - (B)(4) to boston scientific -(B)(4).

Event description:
It was reported to boston scientific corporation that the suture used with the capio device was a size 0 suture (manufacturer unknown).

Manufacturer narrative:
Visual analysis of the returned capio device revealed no defects. Mechanical testing showed that the device was able to load, fire and catch a sample suture each of the three times that it was actuated. There was no issue with removing the sample suture from the device after it was thrown. The complaint was not confirmed.